Event description:
According to the pt's attorney, her clinet suffered a burn during a breast augmentation which became infected and resulted in a "whole section resection and rebridement of necrotic tissue.